Manufacturer narrative:
Please note that the event date for this case is unknown. During the procedure, a 3.5 x 23mm cypher select plus stent "stopped" on the guidewire and would not slide down the guidewire. The physician removed the cypher and guidewire successfully from the patient and the procedure was completed using another guidewire and another stent. The manufacturer of the guidewire was unknown. The IFU instructs that appropriate flushing of the guidewire lumen with heparinized saline should be conducted during device preparation. Additionally, when backloading catheter on the guidewire, adequate support to shaft segments should be provided. Additionally, the IFU precautions indicate to not induce negative pressure on the delivery catheter before placement of the stent across the lesion. One non-sterile cypher select + 3.50x23mm was received coiled inside a plastic bag. The balloon was noted partially inflated and the stent was partially expanded. Pictures show the stent was out of position. Crimping and bumping marks can be observed on the balloon. A wrinkle of the inner body was observed near the distal marker band. The received non-cordis guidewire involved in the complaint as well as a cordis (0.014") laboratory sample guidewire were inserted through the guide wire lumen and no resistance or friction was felt despite the wrinkle in the inner lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "guidewire resistance friction" failure reported by the customer could not be confirmed. The stent "out of position" failure was found during analysis. The exact cause of the failure reported by the customer, the condition of the inner body and the cause of the stent being out of position could not be determined. However, it does not appear to be related to the manufacturing process. An attempt to inflate the balloon for stent deployment was not reported by the customer, therefore the cause of the partial inflation of the balloon or the stent found out of position could not be determined. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Therefore, no corrective or preventive action will be taken at this time. Based on the information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, possible device interaction and procedural factors may have contributed to the reported events.

Event description:
During the procedure, a 3.5 x 23mm cypher select plus stent "stopped" on the guidewire and would not slide down the guidewire. This happened inside of the patient and the physician had to remove the stent and finish the procedure with another guidewire and stent. Based on the analysis findings the stent was noted to be offset/out of position.